Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the precise root cause was not identified. The product returned for evaluation was one guidewire in its plastic hoop. The wire appeared to exhibit a burr near the distal end. Tactile inspection of the sample revealed a misaligned coil near the proximal weld tip. Microscopic inspection of the proximal end of the guidewire confirmed that the proximal-most coil was deformed and misaligned. The grind pattern on the coil was unremarkable. No obvious mechanical damage was observed on or around the misaligned coil. Blood residue was observed in the vicinity of the damaged coil. The lack of grind pattern irregularity suggested that the coil misalignment occurred following the grinding process. Coil misalignment can occur if the wire is manipulated/twisted. It could not be determined when that manipulation occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. A quality alert was issued regarding this issue type. A lot history review (lhr) of recn0742 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the end of guidewire in the kit was not smooth so it was unable to be inserted into introducer sheath.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0742 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the end of guidewire in the kit was not smooth so it was unable to be inserted into introducer sheath.